Event description:
Ligasure atlas device was opened and attempted to be used during surgery with two doctors present. However, device's trigger was not responding. Lot# s22k0011. Service coordinator and or supply personnel notified. Device was replaced with new one. No harm to patient. Device was disposed of. Site emailed the rep.